Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. As a result, h6 health effect - clinical/impact and medical device problem coding were fully updated/repopulated to ensure alignment across the complaint file and regulatory reporting.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left direct surgical approach in a 66-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During a standard evacuation and rinse in the operating room, the patient¿s purge pressure dropped from approximately 360 to under 300 (range 230¿280), and the purge flow increased from 16 to 30 ml/hr. A red alarm appeared for ¿purge pressure low.¿ purge cassette and tubing were assessed for leaks, but none were noted. The surgeon was informed and advised that the site would be inspected under the sterile drape after surgery. Upon inspection, fluid was observed leaking from the infusion filter side arm, which showed one small crack on top and several larger cracks on the bottom. The leak persisted slowly. The team followed the abiomed published update and instructions for bypassing the side arm purge reservoir and filter using the listed items and technique. The bypass was successfully completed, and purge pressures returned to normal. The red alarm resolved, and the bypass site was well secured. No issues were noted after two hours. The surgeon was informed that this was a temporary solution and stated the pump would likely be explanted soon. The low purge pressure and product damage had no impact on the patient¿s hemodynamics, and the pump functioned as intended. During support, hematuria was observed, with urinary output greater than 30 cc/hr and pink red in color. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability, renal dysfunction, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected: d4 (catalog & serial), h3 purge pressure low / fluid leak - sidearm / pd-purge system-(crack): the cause of the purge pressure low was a leak of the purge sidearm due to a crack found in the housing at the purge filter. The cause of this material crack was an unintended user error that caused stress to the purge sidearm causing it to crack. Hematuria: the cause of the injury was not determined due to insufficient clinical details.